Manufacturer narrative:
One medfusion pump was received with the top case chipped and cracked as well as a damaged bottom case. The event history log was reviewed and there was a clutch reverse error in the history. Inspection and multiple flow and occlusion tests were performed. The reported issue was unable to be duplicated. After checking alarm history, it was noticed that the clutch was released during an infusion causing the check clutch reverse error in the history. The customer's reported issue of check clutch / plunger error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Impact on the pump caused the case damage. The clutch's left and right haves with the leadscrew and spring were replaced as a preventative measure, since the parts were over 8 years old. The damaged top case was also replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump had a travel reserve error and a broken top case. There was no patient involvement and no additional information.